Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting determined that the single board computer (sbc) failed to boot and the fse suspected that the pc box or the sbc were defective. The fse replaced both the pc box and the sbc. After the pc box and sbc were replaced, the system was functioning as intended and was returned to use in good working order the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.